Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d4; d9; g3; h2; h3; h4; h6 and h11. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer: sampling date: (B)(6) 2025. Sampling from: canal water jet. Cfu: 2 colony forming unit (cfu). Bacterial identification: bacillus spp. Mesophiles. Sampling date: (B)(6) 2025. Sampling from: canal air water. Cfu: 2 colony forming unit (cfu). Bacterial identification: morganella sp. Sampling date: (B)(6) 2025 sampling from: total channels cfu: 1 colony forming unit (cfu) bacterial identification: morganella sp. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested negative by olympus; therefore, the user request was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.